Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to alarm and had a blank screen. The device was fine all night, but in the morning the screen was blank and wasn¿t alarming. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d5, d9, h3, h6 (replace codes), h11. Correction to d4 UDI # (there is no expiration date). H11: the device was received for evaluation. A functional test run was performed on the pump; however, the issue could not be reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.